Event description:
The customer states that the axsym processing carousel cover does not remain open and that it has fallen hitting the heads of technicians. The customer declined to provide the number of individuals hit on the head by the falling cover. The customer states that no medical attention was needed. No serious injury was reported.